Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an unknown laparoscopic procedure on (B)(6) 2015 and suture was used. The needle broke early while the surgeon was suturing. It broke inside the patient. Additional information was requested.

Manufacturer narrative:
Date sent to the FDA: 03/01/2016. (B)(4) it was reported that a patient underwent an unknown laparoscopic procedure on (B)(6) 2015 and suture was used. The needle broke early while the surgeon was suturing. It broke inside the patient. All the pieces were removed from the patient.